Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread breaks with tension and frays in multiply occasions and, the needle is not sharp.

Manufacturer narrative:
Samples received: 2 unopened units. Analysis and results: there are no previous complaints of this batch regarding needle bluntness. We have received two closed sample for analysis. We have checked the needles of both samples received, and no scratched or any blunt tips have been found. We have tested the needle puncture strength of the needles of the samples received to determine the penetration performance of these needles. The average penetration result is 1.279n. This result is higher that the current values of this parameter. Therefore, the complained needles have worse penetration performance. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.